Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, after the first ivus imaging run, the opticross catheter became stuck on the non boston scientific (non-bsc) guidewire. Both the catheter and the wire were removed from the body and could not be separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the catheter was entangled with the guidewire, and the imaging window was kinked. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. During product analysis, the guidewire found twisted and tangled with the opticross catheter, and the twisted imaging window and drive cable indicate that the device was advanced into the patient anatomy while rotating, although it could not be confirmed whether the motor drive unit (mdu) was on or off during insertion. The device is not designed to tolerate torque buildup under these conditions, which can result in twisting of the drive cable and potential malfunction. Per the instructions for use (IFU), the mdu must remain off when inserting the device into the patient.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, after the first ivus imaging run, the opticross catheter became stuck on the non boston scientific (non-bsc) guidewire. Both the catheter and the wire were removed from the body and could not be separated. The procedure was completed with another of the same device. No patient complications were reported.